Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a vizigo sheath and there was blood leakage in the hemostatic valve. This issue was noted during the procedure. A new device was used to complete the surgery and there was no patient injury reported.

Manufacturer narrative:
Per internal review on 23-feb-2026, it was noted that the photo analysis of a received photo of the complaint device was mistakenly omitted from the previous submitted 3500a initial. The h6 coding and the analysis results have been provided on this supplemental report. Device investigation details: a picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. Based on the picture provided by the customer, a leakage was observed at the hub section. However, the position of the hemostatic valve cannot be determined from the image. Additionally, no visible damage was noted on the hub or the brim cap that could indicate the source of the leakage. The potential cause of the leakage cannot be determined based on the photo provided by the customer. A device history record review was performed for the finished device (B)(6) number, and no internal actins related to the complaint were found during the review. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).